Manufacturer narrative:
Concomitant medical product: item number 42500606201, item femur cemented posterior stabilized (ps) standard left size 7, lot 62686943; item number 42511400710, item articular surface fixed bearing posterior stabilized (ps) left 10 mm, lot 62660803; item number 42540000035, item all poly patella cemented 35 mm diameter, lot 62556647. Customer has indicated that the product will not be returned as it remains implanted to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
A patient who underwent a total knee arthroplasty approximately 2.5 years ago has been scheduled for a revision due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review noted that the tibial component is mildly undersized. Tibial component coronal alignment exhibits minimal valgus alignment rather than neutral alignment. X-rays confirm tibial implant loosening with mild subsidence of the medial tibial plate. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.